Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed rash under all of the therapy pads and the front left electrode. It was reported that the rash had developed after a previous gel release. The treatment sequence was initiated but was not completed. The patient was delayed in pressing the response buttons causing the gel release. The patient was given a prescription from her physician for betamethasone cream. After using the cream the rash had not improved. The patient was then given a second prescription from her doctor for a lotion. After using the lotion, the patient's rash improved.